Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous high result for 1 patient sample tested for troponin t hs on a cobas e801 module. The initial result was 385 pg/ml. This result was reported outside of the laboratory where the doctor asked to check the result by taking a new sample. The results from the new sample were 36.1 pg/ml and 32 pg/ml. The initial sample was repeated twice with results of 38 pg/ml and 39 pg/ml. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number was 345850. The expiration date was not provided. The instrument was installed in nov-2017. The customer noted that the procell syringe was a little more turbid than the cleancell syringe. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace. The field service engineer (fse) visited the customer site and performed procell syringe decontamination. The fse noted a "double skin" present in the procell tubings next to the "proccell" syringe. Based on the information provided, the investigation did not identify a product problem. The maintenance issue addressed by the fse was not the root cause of the event. The cause of the event could not be determined. The customer has not complained of any further issues.